Event description:
After hearing the FDA consumer notice, initial reporter states the toothbrush dislodged the crown on her mother's tooth while brushing. Initial reportser is seeking compensation for mother's dental bills. No defect of the brush was noted.

Manufacturer narrative:
Independent dental experts have concluded that the spinbrush toothbrush does not exert sufficient force to cause a tooth to chip or break, veneers to be removed, or caps/crowns to be dislodged; underlying dental pathology or poor dental practices are responsible. Device not returned.